Manufacturer narrative:
(B)(4) physio-control evaluated the device but could not verify the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that when they wanted to use their device to resuscitate a patient, the device only completed a boot-up at the third attempt to switch on the device. The device's led's flashed, but the display remained black. After the device powered on at the third attempt, it worked briefly, but then powered off by itself. There was patient use associated with the reported event. The emergency doctor decided to end the resuscitation because of the patient's condition and history. The patient expired.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not verify the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4). Physio-control evaluated the device but could not verify the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Manufacturer narrative:
Physio-control further evaluated the device and was able to reproduce the reported failure in a vibration test. It was determined that the cause of the reported issue was due to the battery pins in battery wells 1 and 2 being loose. This caused the device to power off during vibration. The battery pins were then replaced. After having confirmed proper device operation through functional and performance testing, the device was returned to the customer for use.